Manufacturer narrative:
Phone failed electronic submission (B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the report miscalculates the amount of drug injected. The device was not in use on a patient.